Event description:
Procedure: cystoscopy, retrogrades, right ureteroscop, right uretral stent placement.the end of the balloon ureteral dilator and part of the balloon broke off in the patient's right ureter. The broken piece was retrieved with a grasper since it was near the ureteral opening. No adverse outcome to the patient. The retrieved piece was returned to the manufacturer for an evaluation.